Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a critical pump error. The patient's blood glucose at the time of incident was 311 mg/dl. Troubleshooting was initiated for the critical pump error and it was confirmed that the device received a "critical pump error" image on the display. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump had a critical pump error that was present in the long trace file, problem isolated to electronic assembly. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, and self-test due to critical pump errors. Unable to verify low battery alerts or blank display anomalies due to critical pump error. The device had a scratched casing, minor scratches on the lcd window, scratches on the display window cover, and pillowing keypad overlay.